Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15909. The patient has 2 model 3166 leads (from the same lot number) implanted as part of his scs system. It was reported the patient experiences unintended rib stimulation. Reprogramming was unable to provide effective stimulation. X-rays were taken and no anomalies were identified. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15909.follow-up information indicated the patient's issue persists and additional reprogramming was unable to provide effective stimulation coverage.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15909. Additional information received indicated the patient's system was explanted as it was no longer functioning. Exact date of explant was not provided.